Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The ups and the data base were repaired. The system is operating as intended.

Event description:
The customer reported that the itrak 3500 demonstration system failed to boot up. No patient injury was reported.